Manufacturer narrative:
Because this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this event is reportable per 21 cfr part 803. The instrument was found to be fractured as indicated in the complaint.

Event description:
It was reported that an implant rescue attempt was made after an abutment screw had fractured. However, a thread cutter fractured in the dental implant, thus the implant had to be removed.